Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2021, abbott point of care was contacted by a customer regarding I-stat ec8+ cartridges that yielded a suspected discrepant sodium result of 139 mmol/l on dog. There was no patient information available at the time of this report. Method, date, tested, result (units) sample: (B)(6). (B)(6): I-stat reference range for sodium (138-146 mmol/l). At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. Customer states the patient died on (B)(6) 2021 at 6:30pm due to cardiac arrest.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 14-oct-2021. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained testing met the acceptance criteria found in q04.01.003 rev. Ag, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for ec8+ cartridge lot k21082.

Event description:
Na.